Manufacturer narrative:
Investigation summary: it has been received 3 pictures for investigation. On visual inspection of the three pictures received, it can be observed burr in the syringes tip. DHR of lot 1707050 has been reviewed not finding any annotation or deviation that could be related to the alleged defect. This burr is a molding defect which can be generated during molding process. No incidence was detected during molding defect that could have caused this defect. The areas where pieces run in manufacturing area are protected to avoid damage on the product. During manufacturing process, final products are sampled and subjected to visual inspections according to proceduressince no incidence has been detected in DHR review and during manufacturing process, a definitive root cause cannot be determined. However the incident is reported to area manager. Investigation conclusion: defect: burr inside syringe tip (foreign matter). It has been received 3 pictures for investigation. On visual inspection of the three pictures received, it can be observed burr in the syringes tip. DHR of lot 1707050 has been reviewed not finding any annotation or deviation that could be related to the alleged defect. This burr is a molding defect which can be generated during molding process. No incidence was detected during molding defect that could have caused this defect. The areas where pieces run in manufacturing area are protected to avoid damage on the product. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures ((B)(4)). Process visual inspection: molding 2 injections per shift. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packaging 1 box per pallet. Root cause description: since no incidence has been detected in DHR review and during manufacturing process, a definitive root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that on a bd¿ syringes (non-sterile) 5 ml non-sterile luer-slip, the luer was found cracked as well as foreign matter found in pathway. There was no report of injury or medical intervention.